Event description:
Meter name: one touch basic original, strip name: one touch test strips, meter code: 8, strip code: 8, strip storage: unk. Symptoms: pt felt low, flashes in their eyes and pt couldn't think straight, pt was shaking and sweating. A pt reported they called the ambulance service. Their meter allegedly was inaccurately low. The result on their meter was 22mg/dl and 26mg/dl. The result on the paramedic's meter was 79mg/dl. The time difference between pt's meter and paramedic's meter was less than 10 mins on the 26mg/dl reading and the 79mg/dl of the paramedic's meter. Treatment was mountain dew. No further info has been reported.